Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage power supply. (B) (4).

Event description:
The customer reported the system intermittently will not fluoro. No patient injury was reported.